Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: display is showing vertical stripes and an alarm is active during boot. After 2 minutes of alarming, the device boots normally. Summary: blank display after startup.

Manufacturer narrative:
Hamilton medical ag reference to this case is: (B)(4).

Manufacturer narrative:
Conclusion: the reported issue concerned a failure of the ventilator to start up. According to the customer, the display showed vertical stripes and an alarm was active during the startup process. After approximately two minutes of continuous alarming, the boot sequence completed, and the device operated normally. Importantly, no patient was connected, and no adverse health effects occurred. As part of the technical investigation, the cable connections between the interaction panel and the mainboard were inspected. Further analysis revealed a fault in the electronic system. The root cause was identified as a failure of an electrical/electronic component on the embedded system module (esm). The module was replaced, and the device then passed all standard functional tests without any issues. Hamilton ventilators must undergo mandatory pre-use checks before each clinical application. These checks ensure that all critical systems, such as alarms, sensors, and valves, are working correctly. If a device fails to start up, these checks cannot be performed, and the ventilator is automatically excluded from use on a patient. This means that a startup failure is caught before the device can be used, ensuring that no patient is at risk. Consequently, the incident did not directly or indirectly lead, or might have led, or might lead to death or a serious deterioration in state of health of a patient, user, or other person, as the situation was addressed prior to the patient's involvement. Therefore the incident was at end considered as no longer reportable.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: display is showing vertical stripes and an alarm is active during boot.after 2 minutes of alarming, the device boots normally. Summary: blank display after startup.